Event description:
Synopsis: this is an initial report where a female consumer used thermacare pain relieving heatwraps, back, size s/m for 6 hours in 2006 and reported 6 burn marks and 2 blisters on her back. She reported in a subsequent phone call that she had been to her physician who diagnosed her with second degree burns and gave her an unspecified ointment and instructed her to cover the area with a bandage. In a questionnaire completed on 27-apr-2006, the consumer mentioned that all symptoms had resolved except for some scars. A letter dated 22-may-2006 was received from the comsumer's physician which confirmed that the consumer had obtained a second degree burn from the product and that his treatment required a high potency steroid ointment to control the inflammation and antiseptic dressings to prevent infection. He revealed that subsequent necrotic tissue developed which required a debridement in 2006. He further stated that she was completely healed by 16-may-2006, although some scarring and pigmentary issues remained. A consumer, a female reported that she used thermacare pain relieving heat wraps, back, size l/xl wrap 1 application for 6 hours for the first time in 2006 and reported that she did not notice any problems initially, but felt a "little itch", and when she scratched the area she broke one of the blisters. She reported that she experienced six burn marks, two blisters on her back, four red marks resembling a mild sunburn, first degree burns, pain, burns, soreness, and discomfort on her back. Treatment: none. The case outcome was improved. Past medical history included: allergy - none reported, drug allergy - "erythromycin" "avelox", medical history - "bronchitis", "sensitive skin". Concmitant medications included: amoxicillin. No further information was provided. Two days later, drug poison information center follow-up phone call: the consumer reporte that she visited a physician on the same day, and he said she had second degree burns, was given an unspecified ointment to apply with telfa bandages to treat the area. She reported that one blister was itching and the others felt like "pins and needles". The consumer mentioned that she had a follow-up appointment scheduled for week later. No further information was provided. Next month, safety follow-up phone call to consumer: the consumer reported that she visited a physician a total of three times, her physician provided medicine and her symptoms were healed. No further imformation was provided. 3 months later, received consumer's follow-up questionnaire, letter, and cancelled checks: the consumer rpeorted that she used thermacare pain relieving heat wraps, back, size s/m wrap 1 application on and off over a seven hour period to treat "lower back pain from coughing". She mentioned that while wearing the wrap she was leaning back against a seat back and pressure was applied to the area where the wrap was placed. She reported that she checked her skin every hour and a half and did not feel anything unusual until that evening when she noticed that she was burned on the lower part of her back, a total of five burns. The consumer reported that she was seen by a dermatologist 4 times; her treatment regimen included use of an unspecified ointment, keeping the area covered with a banage, and use of lotion on the site. She mentioned that her symptoms had resolved except for the scars. Past medical history included: medical history - "eczema", "sensitive skin when wearing wool or other types of fabric". Other products used previously without incident: yes - other heat products for pain relief for her ankle in 2004. No further information was provided. In 2006 recieved follow-up letter from consumer's dermatologist: the dermatologist reported that the consumer presented to his office 3 days later with an acute burn to her back consistent with either a thermal or chemical contact second degree burn. The perfectly round erosions with halo of erythema fit exactly where the "stores" in the patch band are placed, thus making consistent her claim that the burn was from the product. Her treatment required a high potency steroid ointment to control the inflammation and antiseptic dressings to prevent infection while healing. The subsequent necrotic tissue that developed required a debridement a week later as she was not healing well and was in significant pain. She was completely healed by the day 4th after surgery although some scarring and pigmentary issues remain which may be permanent. My medical opinion is that her use or misuse of thermacare directly caused her second degree burns to her skin.

Manufacturer narrative:
Requested return of product, but product not returned. Awaiting return of product and results of batch/retain check.